Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen between 36 and 48 hours, the site was irritated, infected and the blood glucose (bg) levels reached 14.3 mmol/l (257.4 mg/dl). The patient visited the health care practitioner (hcp) office, who prescribed antibiotics (name unspecified) to be taken for 7 days.